Event description:
It was reported that the patient underwent posterior fusion from t10 to l3. The patient also had a transforaminal lumbar interbody fusion (tlif) at l1/2 and l2/3. The patient was seen for routine visit and complained of pain; onset of pain is unknown. MRI and x-rays were performed. The rods were fractured at t12 / l1. The patient underwent revision surgery and a tlif at t12 / l1 for pseudoarthrosis due to broken rods. Reportedly, the patient outcome is "as predicted".

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: ap and lateral lumbar films show cages and pedicle screws l4-l5-s1. The l5 cage is posteriorly positioned. Complex construct from t10-l3 with left rod broken at l1. Screws at t10 show signs of halo and loosening in bone. Interbody fusion noted at l1/2, l2/3, l3/4, l4/5, l5/s1. Cage at l3/4 is vertically positioned.